Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricle lead exhibited failure to capture and the atrial lead exhibited high capture threshold. Both atrial and right ventricle leads were explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the damaged inner insulation consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.